Event description:
Boston scientific received information that during a routine follow up high of out range pacing impedances and loss of capture was noted on this right ventricular lead. The lead was confirmed to be fractured. The lead was surgically abandoned. A new lead was implanted with the previously implanted device with no complications. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.